Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that the interconnect cable was replaced and a system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect interconnect cable was received manufacturer for evaluation. The reported issue was confirmed. Cable failed continuity test as there was an open between pins. Cable passed visual inspections.

Event description:
A medtronic representative reported that during a spinal fusion procedure the interconnect cable of the imaging system would not connect when attempted to re-connect. Representative discovered a bent pin. The issue occurred in the operating room (or) after completion of the surgery. The surgery was completed with the uses of imaging. There was no delay to the procedure. No impact on patient outcome.